Event description:
Philips received a complaint by the customer on the v60 indicating that the devices screen does not work. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the quote and no work order was generated. It is unknown what the outcome of the service event was and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00297. All information from the original report(s) has been transferred to this report.